Event description:
It was reported that on (b)(6) 2026, a 27mm Navitor valve was selected for implant using a FlexNav Delivery System (DS). The patient has a horizontal anatomy with an aortic valve angle measured as 62 degrees. Aortic valve calcium was scored as moderate. Pre-implant Balloon Aortic Valvuloplasty (pre-BAV) was performed by using a 20mm, non-Abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 3-4mm below the annulus. Upon full release, the valve migrated into the ascending aorta. Post-procedure on the same day, the patient was developed with valve insufficiency and stenosis. On the following day, the valve was explanted and replaced with an unspecified (brand) valve surgically. The patient current health status is unknown. The final outcome was reportedly "recovered with sequelae".On follow-up, the patient had an extended hospitalization to 10 days. The patient is in a stable condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.